Event description:
It was reported that during an unk procedure, when the surgeon turned on the stapler, he felt it was not tight. The staples were malformed after the surgeon fired the device. Used hand-sewing to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.